Manufacturer narrative:
Date of event is estimated

Event description:
It was reported an infection was present at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the system was explanted.